Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien troubleshot this issue with the customer over the phone and recommended to have the breath delivery unit (bdu) pcb be replaced. Covidien was not authorized to service the device.